Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster inc, (bwi) product analysis lab observed the hemostatic valve was dislodged inside the hub component. Initially, it was reported that the dilator could not be advanced when flushed. It could not be inserted at all. There was no error code. The sheath was exchanged, and the procedure was completed without patient consequence. The resistance with sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found the hemostatic valve was dislodged inside the hub component. The awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
Initial reporter address line 2 (cont.): (B)(6). The biosense webster, inc. Product analysis lab received the device on 13-jun-2022. The device evaluation was completed on 01-aug-2022. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. Resistance reported could be related to hemostatic valve dislodgement. Additionally, the dilator's outer diameter was measured, and dimensions were found within specifications. A device history record evaluation was performed for the finished device [00001901] number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).